Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding and no issues were found. The exact cause of the bleeding could not be conclusively determined. Investigation found that the device ran to an 0x4e alarm code. The drive mechanism was inspected and no damages or deficiencies were found. The root cause of the 0x4e alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 330 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent/ kinked, while wearing it on the arm. For treatment, the parent gave a manual injection of 7 units of insulin and changed out the pod.